Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 46 first priming sequence pulses and was deactivated after second prime at 56 pulses. No evidence was found that would result in the needle mechanism deploying early; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. Cracks were observed in the top housing, although it is unknown how this damage occurred or if it had any effect on the function of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early when the pod was activated. This indicates a needle mechanism failure occurred. The pod was not worn.